Manufacturer narrative:
One used portex 7.5mm clear pvc, oral/nasal, soft seal® cuff tracheal tube was returned for investigation. The device was received inside a plastic bag and with its original open packaging. Additionally, four photographs were provided for review. Examination of the provided photographs found that the device inflation line was detached. Visual inspection of the returned device was performed at a distance of 12" to 24" and under normal conditions of illumination. During investigation, it was observed that a segment of the inflation line was stuck in the inflation channel and the remainder of the inflation line was detached. The cut of the inflation line was examined under magnification, it was found that the cut was not straight and was consistent with the inflation line being stretched until breaking. Investigation was unable to definitively determine the root cause of the inflation line detachment.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that the inflation line of a tracheal tube detached. The customer reported that the device arrived in this condition. No adverse health outcomes were reported.